Manufacturer narrative:
Unit passed displacement test and self test. However, unit failed active current measurement, sleep current measurement and long trace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the customer had issues with the battery. The battery life was shorter. No harm requiring medical intervention was reported. The device will be returned for analysis.